Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in a portion of a tortuous coronary artery, the maverick otw balloon was suspected to have ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. It is noted that resistance was met during insertion of the maverick otw balloon catheter despite predilatation. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A terumo introducer sheath (size unknown), a bmw guidewire (size unknown) and a 6f terumo guide catheter were also used in this case, but which inflation device was used is unknown. Patient status is reported as 'good'.